Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec-3890li. In the event reported the user stated that there is a black spot in the image after repair. The anomaly was detected in the workshop after repair. There was no adverse event reported with this complaint. No additional information was provided.